Event description:
Report of overdelivery received from abbott international affiliate. Report states: "pump infused in 20 hours instead of in 24 hours." The report indicates an infusion of "insuline geloplasma" was set for a volume of 480ml to infuse at 20ml/h. The infusion completed in 20 hours instead of 24 hours. No patient information was available. No additional information was available.